Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that hypo tube was broken 162mm distal to the strain relief with multiple kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-dec-2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 4.0x15mm non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a hypotube break.